Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time. (B)(6).

Event description:
The reporter claimed that there was hyperglycemia involved with the animas products. The issue was resolved when the animas pump was replaced. There was no hospitalization involved with the issue. This complaint is being reported because a hyperglycemic episode was involved with the usage of the animas pump.